Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the blade guard was bent. No other details regarding the nature of the event were provided. Since the event occurred after use of the device, there was no patient involvement during this event.